Event description:
Procedure: unknown. Reportedly, when the attempt was made to deploy and apply the specimen bag, the bag tears away from ring. There were no reported adverse affects to the patient.

Manufacturer narrative:
Note: during routine review, this report was reevaluated. At that time, the decision was made to file a report based on the info rec'd. The device was returned without the bag. A detailed analysis could not be performed without the complete device. The reported condition could not be reliably determined.